Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient was receiving inappropriate shocks due to high lead impedance. The pace/sense portion of the lead was capped. A new lead was implanted for pacing/sensing, and the high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.